Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, customer was able to successfully clear the alarm and resume insulin deliveries. Customer's blood glucose level ranged between 110-322 mg/dl.